Event description:
It was reported that four years ten months and eleven days from placement via right internal jugular vein, the catheter was allegedly ruptured upon removal. It was further reported the part of the catheter allegedly fell into the heart and then removed by interventional manner. The current status of the patient unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one bardport MRI implantable port and a groshong catheter in two segments were returned and one x-ray image was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A complete circumferential break was noted to the port stem and cracks were noted to the cath-lock. A partial longitudinal split was noted on the proximal catheter segment approximately 5.6cm from the distal end of the cath-lock and a complete compound circumferential break was also noted at the distal end of the proximal catheter segment. The x-ray demonstrates a port catheter in the right atrium, fully separated from the port. The port catheter has separated from the external port. Therefore, the investigation is confirmed for the reported fracture, material separation and migration issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four years ten months and eleven days post port placement via the right internal jugular vein, the catheter was allegedly ruptured upon removal. It was further reported the part of the catheter allegedly fell into the heart and then removed by interventional manner. The current status of the patient is unknown.